Event description:
It was reported that in a femoral access an rx acculink stent was used to treat the subclavian artery (off label use). The stent was deployed in the subclavian artery without incident; however, during post-dil it was found that the small white distal tip of the acculink delivery system had become dislodged on the wire. During the post-dil (6 mm balloon catheter is unk) the tip was pushed up the aorta and distal to the stent in the subclavian. A snare device was used and the tip was retrieved without incident. The pt is reported to be doing fine.